Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of burnt track on the main board. The unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are the use of an unauthorized power adapter by the user and a possibly defective component. A review of the device history record shows that this unit was manufactured in 2009 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer did not specify any issue upon return of the unit. Upon triage, the service technician found the main board of the unit had a burnt track.